Manufacturer narrative:
The ge service rep stated the cause of the pixel shift was caused by a nai dicom box. The nai box replacement was shipped by nai. He replaced the monitor. The system was returned to full operational capacity. The replacement nai box was sending images to the pacs server and verified by staff. The system operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
The customer reported that the left monitor was pulsating with flashing brightness and the right monitor was digital break-up with the image being torn and having a digital pixel shift. The system was removed from the case and a secondary unit was brought in. No patients were injured as a result of this system failure.